Event description:
During a follow-up in clinic, the device could not be interrogated. The device was explanted and replaced to resolve the event and the patient was stable with no consequences.

Manufacturer narrative:
The reported event of no communication was confirmed in the lab. The cause of the loss of communication was found to be due to low battery voltage. Based on default parameter settings, the device did not perform to the expected longevity. No high current drain sources were found throughout bench and stress testing. The cause of the premature battery depletion could not be conclusively determined.